Manufacturer narrative:
(B)(4). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast in the lumen. Microscopic investigation of the balloon revealed numerous pinholes at the distal markerband and 3mm proximal of the distal markerband. There were numerous kinks in the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified anterior tibial artery (ata). A 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. However, upon the first inflation, the balloon ruptured. The balloon was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.